Manufacturer narrative:
Tech found that the hi/low head will not lower with controls but will with the emergency trend valve. Provided instruction on preparing bed for valve inspection and solenoid testing. Unit in repair area. Replaced the entire hydraulic manifold on this unit to resolve this issue. Also had to adjust the CPR linkage but was able to resolve all issues with this bed. Unit is back in use.

Event description:
Complaint alleged that the hi/low head will not lower with controls but will with the emergency trend valve. No pt impact. Unit in repair area.